Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the blue unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 48 of 50 procedures remaining. The adapter was connected to an rpa clamshell and signia handle running v29.6 software and the device calibrated correctly. An rpa smart reload was able to be attached to the adapter without difficulty, but was unable to be recognized. The adapter was then disassembled and it was determined that the proximal flex cable was damaged. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the reload was not recognized. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); unknown egia su, unknown endo gia sulu (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, while setting up the device, it was difficult to load the reload. Additionally, the reload was not recognized. A new adapter was used, and the reload was recognized. There was no patient involved. Medtronic's initial evaluation of the incident device found that the adapter was then disassembled and it was determined that the proximal flex cable was damaged.